Manufacturer narrative:
Zoll has not received the thermogard console for investigation. A follow-up report will be submitted when the console is returned and investigation has been completed.

Event description:
During set-up, the thermogard console (sn (B)(4)) was unable to power on. No patient involvement.